Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer was assisted with troubleshooting for air bubbles. The customer¿s blood glucose was unknown at the time of the incident, while it was 190mg/dl at the time of the call. The customer stated that they also had the same air bubble event last year. The customer stated that there was no leaks in the reservoir and the infusion set tubing and that they also let the insulin warm up to room temperature. The customer declined to further troubleshoot to remove the air bubble and stated that they were not going to do it again since they have done it before with no success. The customer did not want to change reservoir but was advised against it. The customer stated that they will contacting local trainer to get help with the air bubble issues. The reservoir will not be returned for analysis.